Manufacturer narrative:
(B)(4). The sample was not returned due to the risk of infection and cross contamination in the laboratory and therefore no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital in (B)(6), it was reported that the quadrox-I hmod-71000 oxygenator (lot number 70063547)failed during use. The patient was on the third oxygenator (2 had been replaced) and oxygen saturation level lowered after each oxygenator was in use. Patient had hepatitis c and was on chemotherapy. The patient was also on propofol sedation during the procedure. There was no patient impact. (B)(4).